Event description:
Bowel obstruction, abdominal adhesions, outcome: death caused by cachexia due to malabsorption. This 68 yr old male pt had a history of cancer of the right kidney for which he had received radiotherapy treatment in 1997. Following radiotherapy, abdominal surgery had to be performed because of the formation of adhesions. A second adhesiolysis operation was performed on 1/18/1999. During the latter operation, al aliquot of one bottle of sepracoat and one membrane of separfilm ("placed in pieces behind the bowel") (lot. 306478) were used as adhesion prophylaxis. At the end of the operation, prior to placing the seprafilm, the abdominal cavity was washed with normal saline, removing the supracoat. Ten days after operation, bowel obstruction occurred and re-laparotomy had to be performed on 2/2/1999. A severely adhered bowel mass was observed that required extensive bowel resection and a gastrocecal anastomosis. No tissue material was submitted for pathology. The pt had to be re-operated on feb. 20, because of stenosis of the anastomosis. On 19 mar., the medical dept was informed that the pt had died. The cause of death is unk at the moment. No autospy was performed. The reporting surgeon considered the adverse incident (bowel obstruction, abdominal adhesions) to be probably related to the use of separfilm/sepracoat because of the fact that during previous adhesiolysis (where no separfilm/sepracoat were used) no post-operative complications occurred. Serious: yes. Labeled: yes. Relationship: probably. On 3/31/1999 the following additional info was received: the date of death was 3/10/1999 and the cause of death was reported to have cachexia due to malabsorption. Review of the quality assurance data revealed that seprafilm (lot 306478/n8046) and sepracoat (lot gz6003b) met the release specifications at the time of release.